Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and noted that the haptic was broken and the lens was torn. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the damaged iol was due to loading of the lens into the cartridge.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn and one haptic torn off. A cartridge was returned with a split tip. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the likely root cause of the event has been determined to be due to a loading error. It should be noted that the injector was not returned for evaluation.